Event description:
It was reported that the customer had a blood glucose level of 540 mg/dl. The customer expressed dry mouth as a symptom of her high blood glucose level. The customer stated that her insulin pump's display went blank. Standard troubleshooting was performed. The insulin pump's display returned. The customer stated she also had received no delivery alarms from her insulin pump but was unable to troubleshoot. The customer was sent a replacement battery cap. The product is not being returned. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).